Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause was unable to be determined at this time, the event may be due to one or more of the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year 18 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, an echocardiogram was performed revealing there was moderate paravalvular leak (pvl). The patient had been asymptomatic since the valve was implanted but has begun to develop symptoms. It was noted that the patient was presenting with fatigue and shortness of breath (sob) with minimal exertion; however, it varies on a day-to-day basis. Subsequently, additional information was provided revealing a pre-tavr computed tomography angiography (cta) and transthoracic echocardiogram (tte) was performed. A review of the pre-tavr cta indicated there was mild annular calcification in two locations. Moderate native leaflet calcification was also observed. A review of the tte indicated there was moderate, eccentric paravalvular aortic regurgitation that appears to arise on the mitral side of the aortic valve. The treatment plan is to post-dilate the valve.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: b1 (report type) and h6 (device code, investigation findings, investigation conclusions). Additional information was received revealing approximately 1 year 2 months 27 days post transcatheter aortic valve replacement (tavr) procedure with the 23 mm sapien 3 ultra resilia valve, the patient underwent a procedure to post-dilate the valve to resolve the paravalvular leak (pvl). The valve was post-dilated twice with a 23 mm non-edwards balloon, but there was not much improvement. A transesophageal echocardiogram (tee) revealed there was more aortic insufficiency (ai) than pvl inside the edge of the valve frame. A decision was made to implant a second 23 mm sapien 3 ultra resilia valve. The valve in valve procedure was successful with no ai and no pvl. The echocardiogram mean gradient was 7 mmhg. The patient was then discharged to recovery. The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the central regurgitation that resulted in a valve-in-valve being performed to treat was unable to be confirmed. A review of the DHR provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter heart valve (thv) procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. As reported, "approximately 1 year 18 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, an echocardiogram was performed revealing there was moderate paravalvular leak (pvl)." Additionally, "approximately 1 year 2 months 27 days post tavr procedure with the 23 mm sapien 3 ultra resilia valve, the patient underwent a procedure to post-dilate the valve to resolve the pvl. The valve was post-dilated twice with a 23 mm non-edwards balloon, but there was not much improvement. A transesophageal echocardiogram (tee) revealed there was more aortic insufficiency (ai) than pvl inside the edge of the valve frame. A decision was made to implant a second 23 mm sapien 3 ultra resilia valve. The valve in valve procedure was successful with no ai and no pvl." In this case, central regurgitation was observed after post-dilation with a non-edwards balloon, and the post-dilation was performed twice to address paravalvular leak (pvl). Post-dilation can increase the risk of overexpanding the valve, which could prevent the leaflets from opening and closing properly, potentially leading to central regurgitation as reported. As such, the available information suggests that procedural factors (post-dilation with non-edwards device) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.